Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the end-cap f/tna 5 is jammed with the tibial nail advanced ø12 l 300, additionally, the inner hole of the cap was observed to be stripped and worn. It is reasonable to conclude that this damage was caused by an unsuccessful attempt to turn the cap with a screwdriver to remove it from the nail. Also, the inlay of the nail was observed to be slightly displaced upward from its original position, making contact with the thread of the cap. This interaction could be cause the unable to disassemble issue. According to the surgical technique, tibial nailing system, -remove the connecting screw. The insertion handle can remain in place to help align the end cap to the top of the nail. The end cap fits through the barrel of the insertion handle. -if desired, the end cap can be locked to the screwdriver by use of the retention pin. To do so, slide the retention pin through the back of the screwdriver until it stops. Further advance it by turning it clock-wise, until its tip extends out of the tip of the screwdriver. -insert the end cap through the barrel of the insertion handle and tighten it to the nail. And to remove the cap and locking screws -clear the recess of the end cap and the locking screws of any tissues ingrowth. Remove the end cap with the screwdriver. -the screwdriver (without the retention pin) will fit over a 1.6 mm k-wire, which may be used to guide the screwdriver into the recess of the end cap. Once the tip of the screwdriver engaged with the recess of the end cap, the k-wire is removed though the back end f the screwdriver, and the retention pit can be use to secure the end cap to the screwdriver. -remove all locking screw except one of the proximal locking screws with the screwdriver. Always remove the two most proximal locking screws in order to insert the extraction screw into the proximal end of the nail. A dimensional inspection was not performed as it is not applicable to the compliant condition. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø12 l 300 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code # 04.043.420s lot # 619p476 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 10-feb-2022 manufacturing site:(B)(4). Expiry date:01-feb-2032 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a extraction surgery as bone fusion was achieved. The primary surgery for fracture was performed on (B)(6) 2023. During the removal surgery, the end cap could not be removed. First, a xl25 screwdriver was used, and the screwdriver tip almost broke off. Next, a t25 screwdriver was used, and the end cap completely got stripped and could not be removed. The surgeon tried to remove it with an extraction screw, and it did not work. All the locking screws were removed, and the nail proximal area opened wide. The surgeon managed to remove the nail without removing the end cap by forcing the elevator through the proximal screw hole and hammering it up. The removal surgery was completed successfully without any surgical delay. Patient outcome is reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.